Event description:
Customer reports problem with signature elite results: signature elite instrument gave inconsistent pt's result. Pt was running around 200 second using a jact-lr cuvette and in the middle they got >400 and then went back to 200 seconds on the next test. No adverse events or change in treatment. Heparin sensitivity unk.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.